Event description:
The customer was hospitalized for high bgs. It was indicated that the customer admits having bad eating habits, is on several medications, and is in a state of depression. The customer has neuropathy and sometimes has to apply pressure over site when connecting. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained to the customer the two high bg rule. Suggested the customer call back to perform the high-pressure test when the clamp arrives.